Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. The reported issue of low flow was confirmed through the case data logs, but unable to be reproduced at the service depot. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that mis call from 22nov2024, biomed trying to help troubleshoot low flow (arctic sun device on patient, device was working fine until patient went to MRI), flow rate (fr) was 0lpm. Guided to diagnostics, system hours were 1785, pump hours were 1257, inlet pressure (ip) was -0.8psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected using proper technique and flow rate (fr) had remained zero. Biomed seemed in a hurry to end the call. Explained they can try connecting the pads to another arctic sun device and see how they flow. Instructed the nurse to do this, and believe they took the first device back to biomed with them. Explained the nurse was welcome to call them back when they get the new device to continue troubleshooting /confirm they were able to continue therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that mis call from 22nov2024, biomed trying to help troubleshoot low flow (arctic sun device on patient, device was working fine until patient went to MRI), flow rate (fr) was 0lpm. Guided to diagnostics, system hours were 1785, pump hours were 1257, inlet pressure (ip) was -0.8psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected using proper technique and flow rate (fr) had remained zero. Biomed seemed in a hurry to end the call. Explained they can try connecting the pads to another arctic sun device and see how they flow. Instructed the nurse to do this, and believe they took the first device back to biomed with them. Explained the nurse was welcome to call them back when they get the new device to continue troubleshooting /confirm they were able to continue therapy.